Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "system error 3 alarm" is not able to be confirmed. The distributor's field service engineer serviced the pump and no problem found with pump. The pump passed preventative maintenance (pm). The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that system error 3 alarmed on the intra-aortic balloon pump (iabp). The "pneumotic system stop pumping occurred during the procedure but light is blinking on the pump on indicator". Issue was resolved by turning off the machine for 5 mins then turn on, then pull out the helium connector and plug in again then press pump on. There was no report of patient injury or consequence.

Manufacturer narrative:
B)(4).

Event description:
It was reported that system error 3 alarmed on the intra-aortic balloon pump (iabp). The "pneumotic system stop pumping occurred during the procedure but light is blinking on the pump on indicator". Issue was resolved by turning off the machine for 5 mins then turn on, then pull out the helium connector and plug in again then press pump on. There was no report of patient injury or consequence.